Manufacturer narrative:
(B)(4). D10 medical products: item#: 110031424, standard 36mm diameter bearing, lot#: 66653376; item#: 110031399, mini standard thickness +0mm taper offset 40mm diameter humeral tray; lot#: 66664168. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty on an unknown date. The patient, on an unknown date, began to experience pain and a crunching sound after laying down and rolling over. Subsequently, the patient underwent a revision surgery approximately four (4) months ago due to the implants disassociating. Attempt has been made to obtain additional information. No additional information has been received at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Upon receiving additional information of the reported event, it was determined that the product did not contribute to the cause of the event. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.